Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted. The lead was moved in the ra. The helix was retracted and then went out twice. The lead was finally removed from the body. There were small p-waves and high pacing thresholds. No additional adverse patient effects were reported.